Manufacturer narrative:
The power supply for the imaging system was returned for evaluation. Testing found that a resistor on the board had an open. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system would not complete start up. To restore functionality, the power supply board was replaced and the potentiometer was adjusted. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the x-ray task was not completing on boot up. The system cannot be used. There was no patient present at the time of the event.